Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/23/2016-device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed an unacknowledged auto off alarm and an unacknowledged low battery warning. Alarms that are unacknowledged by the user allow for the battery to drain in the pump. The black box also showed no further use of the pump following the alarms/warnings. During a visual inspection of the pump, no damage was found to the battery cap or casing. The battery cap secured properly to the pump, and the pump was exercised for 24 hours with no duplicated power issues or other errors, alarms, or warnings. An auto off alarm and replace battery alarm were produced during testing; the pump gave appropriate audible and visual cues. The electrical current draws measured within specifications. The pump case was removed and no internal damage or other anomalies were found. The complaint of a power issue was not duplicated. (B)(4).